Event description:
Procedure type: lobectomy. According to the reporter: a 45mm tan curved tip was fired on the vessel but would not come off. The surgeon pulled the black knobs back, but stapler would not open. The surgeon clipped and cut out stapler load. A suture was used to tie off vessel. Patient ok. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).